Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that he reported inflation issues were unable to be confirmed through analysis. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified both cylinders had wear at folds along the cylinder bodies. Functional testing of the cylinders identified cylinder 1 had a small leak in the proximal cylinder body as a result of a small hole, that commonly occurs at the explant procedure. The remaining components performed within testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient will undergo a revision procedure to revise this ambicor penile prosthesis (app) due to the patients inability to inflate the device. On (B)(6) 2021 the app was explanted and replaced with a new app.

Event description:
It was reported that the patient will undergo a revision procedure to revise this ambicor penile prosthesis (app) due to the patients inability to inflate the device. On (B)(6) 2021 the app was explanted and replaced with a new app.